Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced sinus bradycardia. The target lesion was located in the ostium of the right internal carotid artery with 95% stenosis and was 5 mm long with a 6 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 0%. Stroke scale performed was 0%. The pt was discharged the next day. Following the procedure, sinus bradycardia without ectopy was noted, however, was not treated. There was an additional note attributing this to the subject's conmed of clonidine. Per a discussion with the principal investigator, sinus bradycardia was a side effect of the clonidine as is described in the progress note. In addition, the pt noted a "sore throat". There was no treatment given.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.